Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the lumbar probe broke off while being used in the patient. The tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Approximately ~15mm portion of the tip has been broken off, and not returned for analysis. Fracture analysis revealed fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.